Event description:
Pt had left temporomandibular joint menisectomy & placement of a christensen fossa liner. Postop, the pt began having transfer of air between the middle ear and the joint. Intermaxillary fixation was not effective in eliminating this problem; neither was attempted repair of a tympanic membrane performation. Drainage increased and repair was not achieved. A large pressure equalization tube was placed. There was copious amount of drainage noted from the middle ear at this time. Because of increased drainage, it was felt that the implant was infected and that it must be removed and the perforation of the bony meatus repaired.